Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked on the upper left hand of the touch screen; cause was unknown. Additionally, the pump touch screen had lines across the entire screen that caused distortion to images and text. Customer's blood glucose was 194 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.